Event description:
Affiliate reported that the sensor was used for a mr 1.5 tesla and was (visibly) defective afterwards. As a result, the device was revised.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. The supplier performed this evaluation and during the evaluation, a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: catheter has been stretched and broken; catheter wires are broken; catheter wires are exposed; green and black sutures on catheter; unable to test. Based on the above eval, it appears that inadequate use by the customer has caused the actual damages and the difficulty reported. No further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.